Event description:
It was reported that during a robotic laparoscopic lower anterior resection procedure, system was not able to recognize the instruments while attached to the instrument drive unit (idu) through the sterile interface module (sim2 - (B)(6). There was an error message on operating room team interface(orti) stating "no instrument connected'. The issue was resolved by changing the sim2 with another sim(sim4). As a result, the surgical time was extended by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.